Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2018. Evaluation: a top foil, a paper lid, a winding former and a needle/suture piece returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and still had attached a suture piece to barrel hole. No needle pull off could be observed. The suture piece was examined and the end present elongation and the end appeared to be damaged (dent) by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, no needle suture pull off was observed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gall bladder procedure on (B)(6) 2018 and suture was used. The suture snapped away from the needle when closing the umbilicus. A different suture was used to complete the procedure. There were no adverse consequences to the patient.